Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump would not power on. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved after troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: on examination, the pump case was cracked from the display lens to the case seal. There was visual evidence of moisture inside the display screen and inside the pump. Leak testing revealed a leak at the case crack. The pump was able to maintain electrical connection with the battery cap returned for investigation. On investigation, the display screen remained blank when the pump powered on. Auditory and vibratory functions were intact. The pump was opened for investigation and revealed moisture damage to the display screen and internal pump components including the printed circuit board.